Manufacturer narrative:
(B)(4).

Event description:
The sentrant introducer sheath was used a conduit for the endovascular treatment of an 56 mm in diameter abdominal aortic aneurysm. The patient had a tortuous aortic neck however, it was not off label. The proximal neck was 60 mm in length and had an "s" shape contour. It was reported that during the index procedure, the sideport of the sentrant sheath spontaneously detached during reinsertion. The tubing came out of the hemostatic valve housing. The dilator was inserted so no blood loss occurred and there was no patient harm. A second sentrant sheath was opened and used successfully. The physician stated that the cause of the cannulation difficulty was related to the patient's anatomy. The cause of the sideport detachment appeared as though the bond holding the sideport had failed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation was completed. The device was returned for evaluation. The event was confirmed; the side port tubing could easily be detached from the luer fitting. The root cause of the event could not be conclusively determined; however is likely manufacturing related.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.